Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving saline (pfns, pbs) (n/a ml/ml at n/a ml/day) via an implantable pump for unknown indications for use. It was reported that the pump therapy was not working post implant. The patient stated that she was in the hospital 8 or 10 times due to issues with the pump. The patient reported that the pump was leaking, making it a horrible experience. She got an infection in her back post implant. And had to be hospitalized. The healthcare provider (hcp) only had saline in the pump during this whole time. The patient stated that she did not get the medication in the pump until this year 2024 because hcp wanted to be sure the infection had healed. Troubleshooting was not required.